Event description:
This case was initially received via regulatory authority (ansm - health authorities in (B)(4), reference number: (B)(4)) on 12-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), the second episode of thrombosis ("thrombosis") and the first episode of thrombosis ("thrombosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis in 2013. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain, especially on left side, from lower abdomen rising up to kidney and back at lumbar leve"), abdominal pain ("abdominal pain, on side of abdomen"), abdominal pain upper ("pain on belly, under diaphragma"), menometrorrhagia ("abundant and painful periods, irregular (twice per month)"), dyspareunia ("pain during sexual inter course"), metrorrhagia ("bleeding out of periods"), fatigue ("severe fatigue"), discomfort ("feeling like heavy body (like to be 80 years old)"), insomnia ("insomnia"), headache ("constant headaches (sometimes very strong like head in a vice, pression on temple)"), neck pain ("pain in neck and hears") and arthralgia ("pain in knees like burning"). In (B)(6) 2017, the patient experienced the first episode of thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of thrombosis (seriousness criterion medically significant). At the time of the report, the pelvic pain, the last episode of thrombosis, back pain, abdominal pain, abdominal pain upper, menometrorrhagia, dyspareunia, metrorrhagia, fatigue, discomfort, insomnia, headache, neck pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, back pain, discomfort, dyspareunia, fatigue, headache, insomnia, menometrorrhagia, metrorrhagia, neck pain, pelvic pain, the first episode of thrombosis and the second episode of thrombosis with essure. The reporter commented: actual state of the patient: life of the patient changed, she did not do physical activities anymore like walk or dance. Difficulty to do cleaning, or odd jobs. Impossibility to go working for 2 days per month because of abundance of periods and pain. Same when she was tired and it was difficult to handle. Since (B)(6), she had 3 thrombosis. The last on (B)(6) 2017, the physician prescribed her anticoagulant treatment. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 12-mar-2019. The most recent information was received on 12-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), the second episode of thrombosis ("thrombosis") and the first episode of thrombosis ("thrombosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis in 2013. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain, especially on left side, from lower abdomen rising up to kidney and back at lumbar leve"), abdominal pain ("abdominal pain, on side of abdomen"), abdominal pain upper ("pain on belly, under diaphragma"), menometrorrhagia ("abundant periods, irregular (twice per month)"), dyspareunia ("pain during sexual inter course"), metrorrhagia ("bleeding out of periods"), fatigue ("severe fatigue"), discomfort ("feeling like heavy body (like to be 80 years old)"), insomnia ("insomnia"), headache ("constant headaches (sometimes very strong like head in a vice, pression on temple)"), neck pain ("pain in neck and hears"), ear pain ("pain in neck and hears") and arthralgia ("pain in knees like burning"). In (B)(6) 2017, the patient experienced the first episode of thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of thrombosis (seriousness criterion medically significant) and dysmenorrhoea ("painful periods"). At the time of the report, the pelvic pain, the last episode of thrombosis, back pain, abdominal pain, abdominal pain upper, menometrorrhagia, dysmenorrhoea, dyspareunia, metrorrhagia, fatigue, discomfort, insomnia, headache, neck pain, ear pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, back pain, discomfort, dysmenorrhoea, dyspareunia, ear pain, fatigue, headache, insomnia, menometrorrhagia, metrorrhagia, neck pain, pelvic pain, the first episode of thrombosis and the second episode of thrombosis with essure. The reporter commented: actual state of the patient: life of the patient changed, she did not do physical activities anymore like walk or dance. Difficulty to do cleaning, or odd jobs. Impossibility to go working for 2 days per month because of abundance of periods and pain. Same when she was tired and it was difficult to handle. Since (B)(6) 2013, she had 3 thrombosis. The last on (B)(6) 2017, the physician prescribed her anticoagulant treatment. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: case correction: event "pain in neck and hear" was splited in neck pain and pain in ears as they refer to different meddra concepts. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.